Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due a damaged usb connector. Usb connector damage was caused by over heating and moisture damage. Pictures were taken. Charge and boot tests were performed and failed due to usb connector damage. Functional tests were not performed, due to usb connector damage. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due usb connector damage. The allegation was confirmed. The probable caused was determined to be a damaged usb connector. No injury or medical intervention was reported.